Manufacturer narrative:
Correction: this report was previously filed as a follow up 1, it should have been marked initial. The registry number was corrected from 3007216334 to 3007305485.

Event description:
The distributor in (B)(4) rejected 0037860, surgical tubing, due to an "insufficient heat seal". In this instance, there was no patient involvement as the packaging anomaly was discovered during incoming inspection prior to distribution to an end-user. This report is being raised due to device malfunction with potential for injury upon reoccurrence.